Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited 2200 ohms impedance in the bipolar configuration. The sensing and capture values were stable, so the lead was to remain implanted and be monitored.